Event description:
No blood glucose levels reported. The customer reported a button error alarm from the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised that the insulin pump would need to be returned for analysis. No additional information was provided.

Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, cracked display window and cracked case near display window corners noted during visual inspection. No button response due to open j2 connector on lcd board. Unable to confirm excessive no delivery alarms due to keypad anomaly. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).